Event description:
The field service engineer (fse) reported that when the unit was turned on the display is white. The customer reported that the unit was not in use on patient .

Manufacturer narrative:
Phone number not provided.